Event description:
Report of explant of total device system due to to "wound infection" received per annual device tracking report. Follow up with hcp revealed the pt symptoms were fever, redness, swelling, drainage, and incisional wound opening. The primary location of the device infection was "secondary to rash". It is unknown if a culture was obtained. The pt was treated with IV antibiotics and total device system explant. The infection has resolved.